Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center¿s screen went black during an unspecified procedure and displayed an e226 scope communication error. The procedure was completed using a similar device. There were no reports of delay during the procedure. There was no report of patient injury or medical intervention associated with this event.